Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6-medical device problem code. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - the device was not connected and was showing error 224 due to damage to the cable unit connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head is not connecting properly. The issue occurred during preparation for an unspecified procedure. There was no report of patient harm.

Event description:
It was reported, the autoclavable camera head is not connecting properly. The issue occurred, during preparation for an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.